Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
While using a byte day aligners. Patient reported, that they have an uneven bite with discomfort, due to missing aligner coverage on their two molars. Patient reported, that their dentist stated, that all molars should be covered. And the unevenness should be corrected. Patient also reported, that their aligners are cutting their tongue causing pain and discomfort. Provided comfort tips. And requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.